Manufacturer narrative:
The pump was received with a cracked retainer, and cracked battery tube threads. Unit p-cap / test reservoir locked properly in place. The pump passed the displacement test. (B)(4).

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.